Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the closurefast catheter would not work when plugged into the rf generator. No patient injury is reported. Evaluation summary: on the basis of the initial investigation, the device was damaged, coil heating element was bent. The fep was cut and exposed main coil wire. The coagulum was present on the damaged area upon received. The pins are in good condition. No bent pin was observed. Functional tests were performed, and the connection e+ to e- was measured open (o.l) for continuity/resistance test. The rfg2 stated on the screen high impedance. Check connection when the device was plugged into the generator receptacle. The catheter outer shaft was dissected near the proximal coil, and the signal wire was found damage, and indicated loose/broken connection at the soldered joint. The signal wire may have been cut or strip too deep or too long at the end of wire lead, causing the wire to break of easily. Adequate solder as applied to the wires, and appeared to be insufficiently soldered. The insufficient solder was not strong enough to hold the green signal wire and coil wire together.